Event description:
The event is reported as: complaint alleges: the needle of the suture was caught in the cage of the device and the suture broke off. The needle was not able to be retrieved. No pt injury reported. Pt current condition is fine. Additional information has been requested, but not received.

Manufacturer narrative:
Device history record (DHR) review could not be conducted since the lot number was not provided. No correction action can be implemented due to the lack of code and lot number and due to the lack of defective sample. No conclusion can be established due to the lack of information regarding product code, lot number, and due to the lack of defective sample.